Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer;s wife reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 23.6 mmol/l at the time of the incident. Customer also reported that the insulin pump had keypad anomaly, the buttons were unresponsive. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input and also there was no response from any button. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis.